Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the balloon catheter was inserted into the sheath and aspiration was performed. Despite reflux of blood, air was continuously observed. A hemostatic valve issue was suspected, and the sheath was replaced with resolution. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files and sheath, 4fc12 with lot number 04535 were returned and analyzed. The data files showed seven applications were performed with the balloon catheter, 2af284 with lot number 67333 and did not show any issues. Flushing/air aspiration testing did not show any air passing through the tube or expelled from the distal tip. Functional testing of the sheath confirmed that the hemostatic valve was leaking. Air bubbles were observed through the valve. In conclusion, the reported air ingress during aspiration was confirmed through testing. The sheath failed the returned product inspecting due to a leaking hemostatic valve and a cut in the shaft handle. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: upon further review, visual inspection of the sheath 4fc12 with lot number 04535 showed the device was intact with no apparent issues. Flushing/air aspiration testing did not show any air passing through the side port tube or expelled from the distal tip. Further pressure testing of the sheath showed a leak path between hemostatic valve housing and shell. Optical inspection of the hemostatic valve suspected the disk is torn. Dissection revealed that the shaft was cut inside the handle. In conclusion, the reported air ingress could not be assessed. The sheath failed performance returned product test due to suspected torn disk and broken shaft inside the handle. The suspected torn disk might have caused reported air ingress during the case, the root cause of broken shaft could not be determined. If information is provided in the future, a supplemental report will be issued.